Event description:
It was reported that following a ptca/stenting treatment procedure, the viva balloon 'split' leaving the distal portion on the guidewire, after it was removed from the pt's body. Multiple lesions were treated. The viva 2.0 x 20 mm balloon was being used to predilate the lesion for placement of a taxus express2 3.0 x 32 mm drug-eluting stent. The physician obtained right femoral artery access with a 6f st. Jude standard femoral sheath. Ramus im lesion intervention was attempted with a guidant ht bmw (.014" x 190 cm) guidewire, a 6f medtronic zuma jl4.0 guide catheter and the viva 2.0 x 20 mm balloon. The pt experienced angina 3-4/10 during this intervention. The balloon and guidewire were removed as they were unable to cross the lesion. The pt was treated with fentanyl IV. The balloon, guidewire and guide catheter were removed as they were unable to cross the lesion. Svg to ramus mi intervention was then attempted with a 6f medtronic zuma1 ar1 guide catheter and the viva 2.0 x 20 mm balloon. The guidewire successfully crossed the lesion and was advanced to a more distal position. The viva 2.0 x 20 mm balloon was inflated to 10 atms for 15 sec (distally), then to 10 atms for 15 sec (proximally), then to 10 atms for 15 sec (distally), then to 10 atms for 15 sec (mid). After a 25 minute break, the balloon was again inflated to 10 atms for 15 sec (mid/proximal), then to 10 atms for 20 sec (proximally). A taxus express2 3.0 x 16 mm drug eluting stent was deployed at 14 atms for 30 sec (distally). A post-stent deployment angiography was performed. A taxus express2 3.0 x 24 mm drug eluting stent was deployed at 10 atms for 30 sec (ostium). A post-stent deployment angiography was performed. The pt was treated with versed IV. The guidewire was removed. Svg to diagonal intervention was attempted with a bsc pt graphix .014" x 182 cm guidewire, a 6f medtronic zuma1 al1 guide catheter and the viva 2.0 x 20 mm balloon. The guidwire successfully crossed the lesion and was advanced to a more distal position. The viva 2.0 x 20 mm balloon was inflated to 10 atms for 15 sec (mid), then to 10 atms for 15 sec (mid). The balloon, guidewire and guiding catheter were removed. The bsc pt graphix .014" x 182 cm guidewire, a 6f medtronic zuma al1 guide catheter and the viva 2.0 x 20 mm balloon were reintroduced. The viva balloon was inflated to 10 atms for 15 sec (proximally), then to 10 atms for 15 sec (mid), then to 12 atms for 15 sec (proximally). The pt was medicated with ic nitroglycerine, the viva balloon hyotube was broken. The guide wire was removed. A guidant ht bmw (.014" x 190 cm) guidewire and a taxus express2 2.5 c 24 mm drug eluting stent was deployed at 12 atms for 30 sec (mid/distal). A post-stent deployment angiography was performed. The stent balloon was then inflated at 12 atms for 30 sec (proximally), then again at 12 atms for 30 sec (proximally). The pt was treated with versed IV. A taxus express2 3.0 x 32 mm drug eluting stent was deployed at 12 atms for 30 sec (ostium). A taxus express2 3.0 x 32 mm drug eluting stent was deployed at 12 atms for 30 sec (ostium). A taxus express2 3.0 x 32 mm drug eluting stent was deployed at 12 atms for 30 sec (ostium). A taxus express2 3.0 x 32 mm drug eltuing stent was deployed at 12 atms for 30 sec (proximally). A post-stent deployment angiography was performed. The interventional procedure was complete. The pt tolerated the procedure without complications.